Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power ( damage: battery compartment threads, battery cap threads; battery cap missing o-ring) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the pump¿s black box revealed rebooting events. A battery compartment crack was observed. The battery cap threads were damaged; the cap could not secure properly to the pump. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.